Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Her blood glucose was 79 mg/dl. She ate two pieces of candy and rested but her blood glucose went down to 71 mg/dl. Her blood glucose is low because she does not eat much in the evenings. The customer declined blank display troubleshooting and could not finish low blood glucose troubleshooting. The device was not returned.